Event description:
Discordant, falsely elevated potassium results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument after troubleshooting and resulted lower. The corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the sample diluent had been changed, after which multiple patient samples had resulted as expected followed by five patient sample results that were falsely elevated. The customer had also replaced the sensor, which did not resolve the issue. After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist advised the customer to change the sample diluent again, change standard a, and change the salt bridge. After replacing these, the customer ran one system check that passed. The cause of the discordant, falsely elevated potassium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.